Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a cracked enclosure and tank cover, outdated printed circuit board (pcb) and power switch, wear and tear damaged line cord and plate clip. During analysis, the reported problem was able to be duplicated. It was noted that cracks around the screw holes in the tank cover and at the drain fitting in the enclosure caused the leaking problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical level 1 hotline low flow system leaked. No patient was involved in this event. No adverse effects were reported.